Manufacturer narrative:
As of (B)(6) 2022 returned product and unused retained samples of the same lot as the reported were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to this report for further details.

Event description:
On the initial report received by aso on 02/01/2022 consumer reported that the product caused reactions and she is breaking out of hives and redness. We received completed customer information request (cir) from the consumer on 02/14/2022. On the letter consumer reported that she used the product for approximately 12 hours and found a rash, blisters and soreness after removing the product. Her dermatologist prescribed a topical ointment to help healing and prevent infection. In addition, consumer reported that the issue was with the tape area.